Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the plunger of a bd plastipak¿ 50ml concentric luer lock syringe was missing the stopper and therefore leaked when used to draw medication. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned one 1/2cc, 8mm, 30g syringe in an open poly bag from lot # 7009768. The returned syringe was examined and exhibited a missing stopper. The plunger was examined and exhibited a broken plunger rod tip. This would cause the stopper to not be able mate properly with the plunger rod causing a missing stopper. Since no stopper was present in the syringe, the returned syringe would not be able to draw any liquid and no leakage would occur. As per manufacturing, a review of the device history record was completed for batch# 7009768. All inspections and challenges were performed per the applicable operations qc specifications. There were zero notifications noted that pertained to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken plunger rod tip). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (leakage). The damage noted to the plunger rod is likely the result of a jam during assembly which broke off the plunger rod tip prior to assembly with the stopper. This would account for the damage and missing stopper. The resulting device would be rendered inoperable by the consumer.